Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information: age at time of event, date of birth, other relevant history, concomitant medical products.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted, concurrently with laparoscopic lysis of adhesions, laparoscopic bilateral salpingo-oophorectomy, cystoscopy and laparoscopic sacrocolpopexy; reasons for surgery are stress urinary incontinence , cystocele, prolapse, enterocele, vaginal vault prolapse, and urethrovesical junction hypermobility. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.